Event description:
The manufacturer received information alleging that a ventilator device fails circuit calibration. There was no harm or patient injury. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator device fails circuit calibration. There was no harm or patient injury. The ventilator was evaluated by third party service center and the customer's complaint was not applicable. The device passed the evaluation as specified in the service manual. Additional failures observed that the connectors were in good condition, the cabinet and others parts were contaminated with dust, they will need to be replaced. No need to change batteries.